Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll sp125 had foreign matter. The following information was provided by the initial reporter: material#: 309646, batch#: 5071117. Rcc received a complaint via email. During compounding of lot#: 20250820-8c7e96 one 5ml syringe was found to have brown spots. One syringe is available for return. Product#: 309656, lot#: 5071117. Additional info: 1. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No. 2. Can you please provide an exact date of event in format dd-mmm-yyyy? 20-aug-2025.

Manufacturer narrative:
(B)(4). Follow up for device evaluation a report was received indicating that one 5ml syringe exhibited brown discoloration. To support the investigation, our quality team evaluated one loose sample and two photographs of a 5ml luer-lok syringe. The physical sample displayed four brown discoloration spots on the barrel, consistent with embedded foreign matter. The photographs provided show a syringe from different angles, clearly depicting the discoloration observed on the sample. The condition is non-conforming per product specifications and is attributed to the molding process. The embedded foreign matter is most likely degraded plastic, which can occur when resin is exposed to prolonged high temperatures within the molding machine, such as during start-up. This defect is cosmetic in nature and does not pose a risk to the customer. A device history record (DHR) review was conducted for material number 309646, lot 5071117. The review confirmed that all visual inspections were performed in accordance with established requirements, with no quality notifications related to the reported condition. The lot was inspected and accepted per the inspection control plan, approved for shipment, and deemed compliant with product specification requirements. To date, no additional similar events have been reported for this lot.